Manufacturer narrative:
The x-rays show a noticeable gap between the bone cement on the tibial plateau and the bone. There is also a noticeable gap between the tibial shaft and the bone cement. This indicates a possible user error during cementing. As the bone cement had good adherence to the implants and the patella remained intact, a malfunction of the bone cement can be excluded. According to the surgery report the resected tibial surface and in the tibial im canal were not cemented as required in persona® the personalized knee surgical technique. Furthermore, the use of the tibial impactor is not mentioned. This together might explain the noticeable gap between the bone cement on the tibial plateau and the bone as well as the noticeable gap between the tibial shaft and the bone cement. Based on the assumption that user error has led to serious injury the case is assessed as reportable. As this single case no additional measures are considered necessary.

Event description:
Initial right total knee arthroplasty on (B)(6) 2021. Subsequently revised due to pain, joint effusion with synovitis, popliteal cyst and aseptic loosening. During the procedure it was discovered loosening occurred at the bone cement interface. All metal components removed related to sensitivity to nickel, patella remained intact. No complications. Findings: spinal, ebl <50 ml. Osteophytes present with bone on bone arthritis. Rom: 0-130°. Rosa system utilized. No complications. Findings:21-oct-2021 office visit symptoms are worse, pain with activities and at night, worse with walking, minimal swelling. MRI: joint effusion with synovitis, popliteal cyst, and patellar tendinosis. Revision note spinal, ebl 50 ml. Developed aseptic loosening. Previous incision utilized, aspiration of health appearing fluid sent to pathology. Implants removed without incidence, bone loss or fractures. No evidence of infection, loosening occurred at the cement bone interface. Cement had good adherence to the implants, patella remained intact. Preoperatively tested, has a mild reaction to nickel, therefore all removal of the metal components. No complications. Preparation of implantation site: the bony surfaces were then irrigated with pulsed lavage, suctioned, and packed dry. Palacos r cement was vacuum mixed. Final components were cemented and the knee placed in [?]rll extension while the cement cured. Further information from the surgery report: "trial components were removed. The bony surfaces were then irrigated with pulsed lavage, suctioned, and packed dry. Palacos r cement was vacuum mixed. Final components were cemented and the knee placed in full extension while the cement cured. The knee was then subluxated anteriorly and excess cement was cleared from all components. The 12mm constrained posterior stabilized (cps) polyethylene articular surface was inserted. The knee was reduced. The patella tracked well without liftoff or subluxation, and a no-thumbs technique." In the persona® the personalized knee surgical technique the following instructions are given: "tibial plate sublux the tibia anteriorly to allow adequate clearance to insert the tibial implant into the prepared bone. Do not apply substances other than bone cement to the tibial implant (i.e. Do not dip implant into antibiotics or other substances). Keep the implant clean and free of debris prior to cementing. Place a layer of cement on the underside of the tibial baseplate, around the keel, on the resected tibial surface, and in the tibial im canal. Assemble the quick connect handle to the tibial impactor head (figure 90). Unlock collar and hold, insert handle into impactor head, release collar, and rotate handle until "click" is heard. Refer to the option of an attached inserter for the tibial plate insertion, located in appedix c. Position the tibial plate onto the tibia and use the tibial impactor to impact it until fully seated (figure 91). Thoroughly remove any excess cement in a consistent manner. Allow the cement to fully cure before performing a trial rom or inserting the bearing" according to the surgery report the resected tibial surface and in the tibial im canal were not cemented. Furthermore, the use of the tibial impactor is not mentioned. This together might explain the noticeable gap between the bone cement on the tibial plateau and the bone as well as the noticeable gap between the tibial shaft and the bone cement.